Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to use during implant attempt, the battery voltage was found to be 2.79 v. The device had not been exposed to cold. The device was not implanted. There were no patient complications reported as a result of this event.